Event description:
It was reported that the pump was alarming. The pump was interrogated and the telemetry strips confirmed that the pump had gone into 'safe state' on (B) (6) 2009. It appeared that the battery had gone dead. The hcp requested the code to shut off the alarms in the pump. The critical and non critical alarms were then shut off. The pump remained implanted despite being nonfunctional. Due to compliance issues, it was undecided whether the pump would be replaced. The pt experienced withdrawal. The pt was receiving a fentanyl patch for pain relief, the type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).